Event description:
A customer reports, "she felt something like 3 little shocks from the sensor." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Customer reported she felt something like 3 little shocks from the sensor. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation has been performed. The sensor was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope on the returned sensor. No issues were observed with the returned sensor. The data in the initial scan from phase 1 investigation was reviewed. The puck was observed to be in sensor state 8 (error_termination). The returned sensor battery was measured, which was within specification range. An smu (source meter unit) test was performed to check the functionality of the returned sensor and check the accuracy of the sensor readings. The returned puck had an electrical current measured to be within specification range, indicating no accuracy issues were present in the sensor. Additionally, a poise voltage test was performed and results that were within specification range, indicating no issues with electrical signal lines integral to the glucose reading process of the returned sensor. A sensor thermistor testing test was performed and the temperature difference between the sensor temperature and room temperature was observed to be within specification range, indicating that the sensors thermistor was fully functional. A current consumption test was performed. The on current test was performed, which was within specification range. The off current test was performed, which was also within specification range. The results of the current consumption test show that the returned sensor was not drawing excess current in an activated or inactivated state. The results of the smu, poise voltage, temperature, and current consumption test show that the sensor is functioning as intended. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "she felt something like 3 little shocks from the sensor." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.